Manufacturer narrative:
An event regarding non-function involving a reunion tsa - modular ratcheting handle was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection noted that the device was returned in good condition. Some damage was noted on the bottom of the device. Functional inspection could not confirm the event. The ratcheting mechanism was functional and the adaptor could be assembled with its mating components. -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the event could not be confirmed nor the root cause determined because the device was found to be fully functional. If additional information become available, this investigation will be reopened.

Event description:
Four (4)-sided modular ratcheting t-handle was not working properly during the case.

Manufacturer narrative:
Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Four-sided modular ratcheting t-handle was not working properly during the case.